Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter inside the bd¿ syringe with bd luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One photo was provided, it shows a 60 ml syringe with an embedded fm at the 6ml mark, therefore failure mode is verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that there was foreign matter inside the bd¿ syringe with bd luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.